Manufacturer narrative:
The hospital has not provided a purchase order number to replace the allegedly damaged item, nor have they returned it. No further evaluation possible. Device mfg date was not available at the time of this report. Not returned by customer

Event description:
A hospital representative reported that the teratracker screw was stripped and would no longer tighten down. No patient involvement.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: lot number updated to proper value.